Manufacturer narrative:
The suspect medical device was inadvertently misidentified in the initial report as the introducer instead of the impella cp. Accordingly, the relevant fields in section d (suspect medical device), section g (all manufacturers), and section h (device manufacturers only) have been corrected and updated to accurately reflect the impella cp device. Note: h1. The type of reportable event (death) and b1. Adverse event and b2. Outcomes attributed to the adverse event remain unchanged as previously reported. B5 event description remains unchanged, and h6 investigation type, findings and conclusion remains unchanged as previously reported at this time.

Manufacturer narrative:
Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was not determined due to insufficient clinical details. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Clinical rationale: an impella cp device was inserted via the left femoral artery in a 68-year-old male patient presenting for high-risk percutaneous coronary intervention (hrpci), with a history of known coronary artery disease (cad). Following hrpci, the impella cp was explanted, the sheath was removed, and the access site was closed with manual pressure and two perclose devices. Shortly afterward, the patient began coding, and after return of spontaneous circulation (rosc), the physician checked the coronary arteries, which were patent. The clinical team suspected a retroperitoneal (rp) bleed related to sheath removal. The patient survived to explant. The reported major bleed requiring blood transfusion is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support and may be influenced by patient-specific factors such as vascular access characteristics, anticoagulation exposure, underlying critical illness, and procedural manipulation during device removal.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected d4 serial number. Updated d4 primary UDI number removed leading zeros.